Event description:
Distributor was notified by an end user hosp of an event involving a control syringe, coming away from the manifold. Air was injected down the right coronary artery. Pt had a "short incidence of chest pain" but fully recovered. No sample product was retained.